Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer felt sick (vomiting) and the blood glucose (bg) level was over 600 mg/dl. Insulin injections and a bolus was delivered in an attempt to address the bg level. The supplies on the pump were not changed. The customer was admitted to the hospital for diabetic ketoacidosis. The customer was treated with an intravenous saline and insulin drip. Also, vitamins and minerals were delivered intravenously. Reportedly, the customer had been using humalog in the cartridge for 3 days.